Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response noted due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Device had a cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the device was exposed to sweat since she was wearing it in her bra. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.